Event description:
During the customer's requested routine preventative maintenance of the device by a zoll technical service tech, the screen displayed a "status 41" message. There was no pt involvement in the reported malfunction.